Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a lead safety switch (lss) with high out of range pace impedance measurements on the left ventricular (lv) lead, shortly after implant. The crt-p and lv are still in service. No adverse patient effects were reported.